Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-03877.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-03877. It was reported that patient¿s scs leads have migrated. As a result a surgical intervention may take place to address the issue.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-03877. Additional follow up revealed that patient heard a ¿pop¿ sound after turning in bed approximately six weeks after the initial implant. Reportedly, patient did not receive good coverage after the implant. Both leads had drg loop. As a result, patient underwent a surgical intervention on (B)(6) 2018 and drg system was explanted. Patient was implanted with a new drg ipg and three drg leads. Effective stimulation was restored post-operatively.